Event description:
It was reported that, "loose components with synovitis. Mid vastus incision." Additional info: "loose femoral and tibial components."

Manufacturer narrative:
This is the same pt/event as MFR # 2249697-2011-01025. A supplemental report will be submitted upon completion of the investigation.